Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 4.6 inr with a repeat of 3.7 inr. The corresponding lab result reported was 3.1 inr.